Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest on (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one for the same patient involving three separate products.